Manufacturer narrative:
(B)(4). Date sent 4/2/2024 d4 batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, a round part to assemble fell off at 2nd firing. The firing knob broke. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 4/18/2024. D4: batch #736c31. Investigation summary. The product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ntlc75 device was returned with the right bearing detached and not returned, the left bearing was present and in position within the saddle pin and with no reload present. Further investigation shows that the shroud was noted damage on the same side of the detached bearing. The damage noted was a scratch. No damage to the saddle pin was noted. The device and test reload were tested for functionality, fired without any difficulties. The staple line and cut line were complete, and the staples meet the staple form release criteria. No damage on the knob was noted. The damage on the shroud and the left bearing detached is consistent with an improper use of the device. Please refer the IFU for proper handle of the device. It should be noted that all devices are inspected 100% for bearing presence by an automated vision system and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. Although no conclusion could be reach on the cause of the reported event of "damaged firing knob", the instructions for use do contain the following caution: with the instrument closed, the firing knob is rotated to either side of instrument. In its pre-firing position, the firing knob can not be rotated from its pre-firing position unless the alignment/latching lever is engaged. The cartridge/reload cannot be inserted unless the firing knob is in its original position. Separate the instrument halves by pulling open the alignment/locking lever. Pull upward on the gripping surface and unsnap the used cartridge/reload from the cartridge/reload fork. Discard the used cartridge/reload. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 736c31, and no non-conformances were identified.